Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the transducers for the cardiosave intra-aortic balloon pump (iabp) were unable to be calibrated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. It was reported that during pm cardiosave intra-aortic balloon pump (iabp) device "unable to calibrate transducers". A getinge field service engineer (fse) visited onsite and successfully completed a simulated treatment with testing catheter and trainer upon initially testing unit without issue. Narrowed down issue to front end module. Replaced front end board, and successfully completed a full function + transducer calibration without issue. Nothing unusual identified in the logs, cleared as part of the pm, thus unavailable. Part will be returned for complaint analysis. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Unit returned to customer. No patient involvement, no injury / harm reported. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 26 june 2024. The failure analysis and testing dept. Received part number 0670-00-1164 rev. B, sn (B)(6) with a reported unit failure being unable to calibrate the transducers. The fat performed a visual inspection and found the part to have a broken pin. Please see the attachment. Unable to test and confirm the reported failure due to the physical damage. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.